Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician fixated the right atrial leadless pacemaker (alp) into four different spots and each spot recorded high impedance. The physician decided to call the case and removed the alp. The patient was in stable condition.